Event description:
Hcp staff reported that pt had been referred to hcp on 10/29/99 by another physician for treatment of an infected device. Pt's wound was found to be opening and the catheter was exposed. Hcp removed the catheter that day. In 1999 the pump was explanted from the pt. The pt was referred to an infection disease specialist and has recovered from the infection. No records of culture results available. Unable to document date of start of infection, or other criteria, to determine if infection satisfies definition of surgical site infection.